Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a 5x5 dry skin irritation on his back. The patient was given a prescription of zinc oxide from his physician. The irritation improved after using the prescribed zinc oxide and being given a larger size garment.